Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was needing an MRI, but they kept getting "device not found" message. No matter what they did, they kept seeing the message. The patient didn't have their equipment with them at the time, so no troubleshooting could be performed.  Caller said they haven't felt stimulation and stated "I can't remember how long it's been" since they did feel stimulation.  Caller stated they were ready to just "rip this thing out" if the issue could not be fixed. Reviewed needing external equipment to troubleshoot. On (B)(6) 2023 the patient called back to troubleshoot.  The patient reported seeing "device is not responding" no matter where they place the communicator. They inquired if ins is at eos because they've only had it since 2020. Pt states they first noticed this message last thursday. Continued to encourage patient to contact their doctor about what we discussed. The rep was contacted and confirmed they called the patient and it was all set. Additional information was received from the manufacturer representative (rep). They stated it was unknown if this was caused by normal battery depletion. What most likely caused this issue was the lead moved or lead placement. When asked what steps were taken to resolve the issue, they reported the doctor had spoken with the patient about their options and the patient as still deciding. The cause of the device not responding message and not feeling stimulation was unknown but also was most likely that the lead moved or due to lead placement.

Manufacturer narrative:
Continuation of d10: product ID: 978b128 lot# va29yxb, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 15-jul-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.